Event description:
During a remote follow-up, the device was found to be in backup vvi mode (bvvi). No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the event was resolved by reprogramming.